Event description:
It was reported that the procedure was treating a mildly tortuous, moderately calcified, 99% stenosed, de novo lesion in the left circumflex coronary artery. During use of the 2.0x15mm mini trek rx balloon dilatation catheter, the balloon ruptured at 8 atmospheres during the first inflation. A non-abbott balloon and a xience xpedition stent were used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.